Manufacturer narrative:
E1: reporting facility state was added. H3, h6: the investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. According to the initially provided information, the table collided with the c-arm while the user was rotating the table base about 15 degrees with the table control module (tcm), which damaged the c-arm. The ongoing procedure was not affected by this event, system movement and x-ray were still possible. The examination was continued and finished. No health consequences were reported. During the on-site service intervention, no unintentional system collision could be provoked while simulating the situation described. When the table is moved longitudinally, it stops before it reaches the c-arm due to the system¿s collision control. In addition, an acoustic collision warning is activated. However, the user can still move the table. It was found that the collision warning volume was low. Due to low volume, the user might not have heard the collision warning sound. Therefore, the volume was increased as part of service activity. There is no indication for an unintended movement of the system. The collision occurred because the customer did not check for collisions before releasing system motions. The operator manual contains adequate instruction about handling the system with regards to the risk of collision. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. The c-arm had a collision with unknown object while physician was driving it. The collision damaged the c-arm cover. We currently have no indications of adverse effects on the health status of patients, users or third parties. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.